Event description:
While pulling back on the angiocath and j-wire together (after failing to wire the lumen of the left subclavian vein, the wire stuck in tissue after 4-5 cm withdrawal. An x-ray was obtained, showing the wire outside the pleura. Then the cork was forcefully withdrawn (stretched, but intact). No injury to the pt.